Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alerts tones randomly went off. The customer's blood glucose level was 117 mg/dl. The customer also reported that the battery go less then seven days, take longer for information to come up on the screen and nosier to rewind. The customer declined troubleshooting. The device will not be returned for analysis.